Event description:
The pt experienced increased tone which resulted in difficulty performing activities of daily living. The baclofen infusion rate was increased, but there was no response with regard to tone. The event severity was reported as moderate. On (B)(6) 2011, the hcp was unable to aspirate fluid from the catheter access port. On (B)(6) 2011, the catheter was surgically replaced. The pt outcome was reported as resolved without sequelae.

Manufacturer narrative:
(B)(4).